Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the battery was dead. A manufacturer representative (rep) sent the patient back home and said to try to change again, but there was no response. The ins was removed on (B)(4) 2018

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that device would be taken out next month because it did not work. Patient let their follow-up doctor know about it last december 2016. Patient's whole back hurts currently. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They were responding to a follow up letter they received. They stated that the ins had gone dead due to their lack of charging the ins. They did not know what was done with the ins after it was explanted. It was suggested to the patient to check with the doctor, and to have the doctor send it in for analysis if it is available. No symptoms were reported. No further complications were reported or anticipated.